Event description:
It was reported that during testing conducted at the manufacturer facility the core universal driver caused a bias current error to be displayed on the console and ran without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Corrosion was discovered throughout internal components of the device. Corrosion is a probable cause of the device operating without user activation and causing a bias current error.